Event description:
Complainant alleged that during incoming inspection of the device by zoll service technician, the device functioned intermittently during analyze, and the screen displayed a "defib fault 109" message. The complainant indicated that there was no patient involvement in the reported malfunction.